Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs showed the freestyle lite test strips and freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's daughter reported the customer was unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported the customer was "disoriented and then fell down" and was unable to self-treat. The customer was rushed to the hospital where he was diagnosed with hyperglycemia and an IV insulin was administered as treatment. There was no report of death or permanent impairment associated with this event.